Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). A siemens customer service engineer (cse) was dispatched to the customer's site. While inspecting the instrument, the cse noticed quality controls (qc) values were not satisfactory and found liquid in cuvette 2 and 3 rings while dispensing. In addition, the peristaltic pump clips were not properly placed. The cse replaced the peristaltic pump clips and the valve bank because it was defective. The cse ran quality control (qc) which passed. The cse replaced rinse block 1 and ran precision testing, resulting acceptable. The cause of the discordant, falsely low tni-ultra results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low cardiac troponin I (tni-ultra) results were obtained on patient samples on an advia centaur cp instrument. The discordant results were reported to the physician(s). The samples were repeated on an alternate advia centaur cp instrument, resulting higher. The corrected results were reported to the physician(s). (B)(6). Left the emergency room (ER) the same day ((B)(6) 2017), sometime after the initial low tni-ultra result was reported. Once the report was corrected with the repeat result, the physician has attempted to contact the patient for a redraw and retest of the tni-ultra. It is unknown why a second tni-ultra sample was not drawn before the patient left the ER. There are no reports of adverse health consequence due to the discordant, falsely low tni-ultra results.